Event description:
The manufacturer received information alleging a bipap a40 ventilator alarm occurred, and the equipment had stopped. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was not confirmed. The device's error code history showed a ventilator inoperative code e-84 had occurred, and a main board failure was observed. When checking the inside of the device, there was evidence of water ingress which had entered from the keypad of the upper section of the top cover and migrated through to the printed circuit board. This resulted in the circuit on the board shorting out and that was the cause of the device failure. Other traces of dirt caused by water were observed inside the device. The main printed circuit board, bottom enclosure and complete set of flowline components needed replaced because of water ingress damage. Evaluation confirmed the malfunction of the device was due to submersion in water. Because of the water ingress, the device was discarded without repair.